Manufacturer narrative:
Initial and final MDR 1876153 - MDR 3003442380-2024-05043- device 2 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced eight infusion set fell off during use event on (B)(6)2023 and (B)(6) 2024. The infusion set was in use for 2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.